Event description:
A malfunction on the pump was reported by the caller, and there were no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Cts provided information on how to reset the pump and assisted the caller with the reset process, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.